Event description:
I ordered 8 boxes of alcon precision 1 daily contact lenses from target optical. These lenses have an incorrect prescription; the power of the lenses does not match the labeled power. The label says -6.00 (my prescription), but I estimate the prescription to be approximately between -4.00 and -4.50. I have notified alcon. I'd like to send you a box of the defective lenses because an inaccurate prescription is a serious issue that I believe the FDA should look into.